Event description:
Sentinel device was prepped; device flushed; air pulled back in the balloon, but the wire would not go through. They were trying to load the catheter onto the wire & the wire would not advance completely through the catheter lumen. It was getting stuck where the #3 stylet is located.